Manufacturer narrative:
(B)(4)

Event description:
It was reported that: " on (B)(6) 2024, the luer hub was found damaged during used on patient. Involved 4 pc." The patient was reported as fine. Associated complaints 9680794-2024-00823, 9680794-2024-00824 and 9680794-2024-00822.

Manufacturer narrative:
Qn# (B)(4). The customer returned one hemodialysis connector assembly for analysis. Signs of use in the form of biological material were observed on the extension lines. Visual analysis revealed that both the venous and arterial extension lines contained cracks around the threads. Both the venous and arterial extension lines were connected to a lab inventory syringe filled with water. The syringe was compressed, and fluid exited the distal tip of the cannulas as intended. Despite the hairline fractures, no abnormal leaking was observed. Performed per IFU statement, "establish and maintain catheter patency. Solution and frequency of flushing a venous access catheter should be established in hospital/institutional policy". R & d was contacted as part of this complaint investigation. They confirmed that the cracking observed on the hubs can be attributed from over-tightening of luer cap on the hub. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user , "repeated over tightening of bloodlines , syringes and caps will reduce connector life and could lead to potential connector failure". The IFU also states, "do not use acetone with this catheter or catheter degradation may occur". The report of a damage luer hub was confirmed through complaint investigation. Visual analysis revealed that both the venous and arterial extension lines contained cracks around the threads. A device history record review was performed, and no relevant findings were identified. Confirmation from r & d revealed that this damage can be attributed from over-tightening of luer cap on the hub. Based on the customer report, the sample returned, and the comments from r & d , unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "(B)(6) 2024, the luer hub was found damaged during used on patient. Involved 4 pc." The patient was reported as fine. Associated complaints 9680794-2024-00823, 9680794-2024-00824, 9680794-2024-00825 and 9680794-2024-00822.